Event description:
Initial info received from customer was vague. Laboratory evaluation of returned product revealed that the stopcock leaked as a result of a crack found on the body of the device. The info learned from the evaluation deems this event to be reportable. There was no pt injury as a result of the reported incident.